Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/56 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: escalating surgical treatment for left ventricular assist device infection and expected mortality: clinical risk prediction score. Journal of the american college of surgeons. 2024; 239:263¿275. Doi: 10.1097/xcs.0000000000001096. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: unknown/ catalog #: unknown/ expiration date: unk / serial or lot#: unknown d10: no h4: mfg date: unk h5: yes d4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding surgical treatment for left ventricular assist device (vad) infection. The authors described patients who developed a vad specific infection (vsi). Vsi was defined as an infection with clinical symptoms, such as fever, localized pain, erythema, and purulent drainage, supported by diagnostic findings, such as positive wound culture and imaging evidence of vsi. Wound and blood cultures were taken, and computerized tomography (CT) scans of the chest, abdomen, and pelvis were performed. All vsi were initially treated with broad-spectrum intravenous (IV) antibiotics. There were patients with a history of pump exchange for unknown reasons, history of extracorporeal membrane oxygenation (ECMO) after vad implant, or bleeding which required reoperation after vad implant. Infections included driveline, pump, and outflow graft infections. Gram-positive species were found and there were positive blood cultures. The most highly represented organisms included methicillin-sensitive staphylococcus aureus (mssa), corynebacterium species, methicillin-resistant staphylococcus aureus (mrsa), and staphylococcus epidermidis. Patients were treated with pump removal or transplantation; if that was not an option, then they were treated with medical management, surgical debridement, or flap reconstruction. One year post vsi, there were patient deaths; however, the specific causes of death were unknown. There were other patients within a year of initial vsi who were readmitted with recurrent infection, secondary infection with a new organism, or increased antimicrobial resistance of the primary pathogen. The status of the devices is unknown. No additional adverse patient effects were reported.